Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The serial number of the meter is unknown; therefore the date of manufacture cannot be determined. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer's mother reported that on (B)(6), 2015 at 6:00 am customer began to experience "big sweating and dizziness", but when they attempted to use customer's adc blood glucose meter the meter would not turn on with insertion of a test strip. Customer's family member administered a glucagon injection. No further treatment was required. There was no report of death or permanent injury associated with this event.